Event description:
It was reported the sphincterotome knife was broken during the initial energization. The event occurred during a therapeutic endoscopic sphincterotomy. The procedure was replaced with a similar device and completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: heat generated by an electrical discharge caused damage of the coated portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sphincterotome knife was broken during the initial energization. The event occurred during a therapeutic endoscopic sphincterotomy. The procedure was replaced with a similar device and completed. There were no reports of patient harm.